Event description:
It was reported that the patient presented in the emergency room after receiving multiple shocks due to ventricular lead oversensing noise. The lead was capped and replaced. Patient is doing well.